Event description:
It was found that the patient right head section tube was bent, preventing the head section from retracting. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.